Event description:
It was reported that during a laparoscopic low anterior resection procedure, a leak occurred after the device anastomosed between the colon and the rectum. Additional suture was performed on the target tissue by the transanal route. The patient's condition is stable. There were no adverse consequences for the patient. The doctor commented that it had no difficulty in firing. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Lot # = h43271 (second lot # provided).